Manufacturer narrative:
(B)(4). Evaluation summary: upon analysis, a complete lead was returned in one piece with stylet inserted and was stuck inside the lead. Visual inspection of the lead found the connector pin and connector cap were pulled from the connector assembly stretching the inner coil. The ptfe coating of the stylet was found stripped and bunched distal to the connector pin. This would have led to difficulty removing the stylet and excessive force applied during attempted stylet withdrawal would have led to the connector separation. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
During lead implant, friction was felt manipulating the stylet inside the lead. The stylet broke was stuck inside the lead. The lead was removed and another lead was implanted. The patient was stable.